Event description:
It was reported that during a lap cholecystectomy procedure, the device clips were not holding and were malformed in a scissor fashion on the tissue. Another device was used to complete the procedure. There was no adverse consequence to the patient.

Manufacturer narrative:
Information anticipated, but unavailable at this time.